Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's flexvision pc was not booting up. The review of system log files showed malfunction with the flex vision pc. As part of troubleshooting, the philips field service engineer (fse) checked the power supply to the flexvision pc, which was found to be 219vac. To resolve the issue, the fse powered the system down from the breaker and restarted the system, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.